Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.

Event description:
The user facility reported that the device overheated, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.